Event description:
Patient's mother reported that the patient was experiencing an increase in seizure and attributed it to patient battery status being low. Programming history data was reviewed, the last parameters recorded were 2.5ma output /20hz frequency / 250s pulse width with a 35.4% duty cycle this resulted in 2.0 years till neos estimate. Patient has been scheduled for surgery however no known relevant surgical intervention has occurred to date. No other relevant information has been received to date.